Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. A call service 087 alarm allegedly occurred. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 24-jan-2018 device evaluation: the device has been returned and evaluated by product analysis on 03-jan-2018 with the following findings:during testing, the pump was powered on and emitted a cs 069 call service alarm immediately upon attempting a rewind step. The call service alarm was recorded in the black box data as a cs 087 failure. Investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Unrelated to the original complaint, the battery compartment was observed to be cracked. Additionally, the battery cap threads are stripped and cap is unable to secure to returned pump or a test pump. A test cap was able to secure for testing.